Event description:
Gastric bypass procedure. Slc55b dlu was loaded and fired. Applied slcr55b reload and fired. Pc read "firing complete" and dlu was removed from the stomach. Upon inspection, the dlu cut while the staples did not form. New dlu was fired and continued without incident to complete the case.